Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture to unknown side. Device remain implanted.

Event description:
Healthcare professional reported right rupture and capsular contracture baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
Continued e1 - initial reporter: phone: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on radius side assessed as surgical damage. Additional observations: brown particles on the shell are observed. No further actions are required as the device was implanted.